Event description:
The pt called lifescan and alleged the one touch ultra meter was displaying error 1. No medical attention was received, no action taken by the pt following attempted use of the meter. The customer care rep performed troubleshooting and the issue was not resolved. The meter was replaced with return expected. The issue is a product malfunction.